Event description:
During a ventricular tachycardia procedure, it was noted that the tip of the catheter was fractured. After femoral punctures were performed and the 11f, 30cm introducer was inserted into the left femoral vein there was resistance when attempting to position the catheter. When the catheter was removed a fracture was observed at the tip. The catheter was then replaced, and the procedure was completed successfully without patient consequences.

Event description:
Further information received confirmed that this event is a duplicate of 3008452825-2024-00056. This event was reported via manufacturing reference number 3008452825-2024-00056. During a ventricular tachycardia procedure, it was noted that the tip of the catheter was fractured. After femoral punctures were performed and the 11f, 30cm introducer was inserted into the left femoral vein there was resistance when attempting to position the catheter. When the catheter was removed a fracture was observed at the tip. The catheter was then replaced, and the procedure was completed successfully without patient consequences.

Manufacturer narrative:
Further information received confirmed that this event is a duplicate of 3008452825-2024-00056. This event was reported via manufacturing reference number 3008452825-2024-00056. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fractured tip could not be conclusively determined.